Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Patient initials: (B)(6). (B)(4). Device broke during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips of two cannulated screws broke off in the patient during insertion on (B)(6) 2016. The patient underwent surgery for a left elbow fracture. The surgeon was inserting the two cannulated screws when the tips broke off. The surgeon removed the broken screws leaving behind the tips. A plate and screws were placed after the broken screws were removed. Intra-operative x-rays were taken to confirm that the tips were still retained in the patient. There was a surgical delay of fifteen (15) minutes. Patient outcome was reported as fine. There is no planned reoperation to remove the fragments. This is report 1 of 2 for (B)(4).